Event description:
It was reported that during a lap right hemicolectomy procedure that when firing across vascular tissue, the staple line was not fully formed. The staples positioned about 1/3 from the distal end of the cartridge did not form. As a result, an endoloop was needed to control the bleeding. The surgeon did hold the tissue for 15 seconds for added tissue compression and hemostasis. The cartridge that misfired was the original cartridge in the device. Surgery was prolonged by 10 minutes. Bleeding was contained with an endoloop. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.